Event description:
It was reported that the pump is barely pushing water out-very slow. No patient injury was reported.

Event description:
Additional info received via email on (B)(6) 2022. The event date was updated. No patient involvement.

Manufacturer narrative:
Additional information was received: there was no patient involvement.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a weak pump, corroded drain fitting, cracked tank cover, liquid crystal display (lcd) missing pixels, and bent micro switch. Functional testing found the water circulation was very weak confirming the customer complaint. The root cause of the reported issue was found to be a faulty pump. Replaced the pump, printed circuit board (pcb), drain fitting, tank cover, and micro switch. Device passed all functional testing. D5 and e4 are unknown, no information provided to date.